Event description:
It was reported that a large volume infusor underinfused during infusion. The expected therapy time was 120 hours; however, the flow rate was slower than expected and the infusion ended many hours after the expected infusion time. The device contained fluorouracil and 0.9% normal saline having a total volume of 230ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h4, h6, and h11: correction: e1: initial reporter e-mail. H4: the lot was manufactured between march 7, 2024 ¿ march 9, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed, and residual fluid inside the device bladder was observed which suggests a possible underinfusion. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.